Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) and diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 459 mg/dl; according to father, insulin was not being delivered due to patient's personal diabetes manager's keys not functioning. Symptoms reported include hyperglycemia and excessive vomiting. The patient was treated with fluids and an insulin drip; blood work was also continuously performed. Patient was released after spending about 17 hours in the ER.